Manufacturer narrative:
Add'l info has been requested and if rec'd will be submitted on a supplemental report.

Event description:
It was reported that "trident psl shell with a securefit max 132 deg stem implanted w/ the 621-00-36f liner and 17-3600e ceramic head in 2006. Pt fractured femur periprosthetically, post op and then four days later was revised to 6088 cemented long stem with an 06-3600 c-taper head. The insert was not changed at this time. In 2007, pt dislocated and on 02/27/07 the 06-3600 implanted the year before and the 621-00-36g implanted four days before that same year were explanted and a 690-00-28g constrained insert and an 06-2800 head were implanted. At this time, the surgeon noticed abrasive wear on the 6 months old crossfire insert that was explanted and was concerned that it showed signs of visible wear after 6 months.